Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling due to fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.